Event description:
Customer had gone to the eye dr, upon returning home customer took their normal dose of insulin and ate. Customer became ill. Customer's spouse took customer's blood glucose and received a result of 407mg/dl. Because spouse thought the customer's blood sugar was low, spouse called paramedics and they tested their blood glucose and received a result of 36mg/dl. Customer was taken to the hosp and given an IV and released 4 hours later. No controls were being used. A request was made for the return of the suspect device and replacement was sent.